Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use, a bd luer-lok¿ syringe with precisionglide¿ needle ¿split¿ when attempting to administer medication. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: photo evaluation: one photo was received and evaluated. Photo shows one 3ml syringe reported to be from batch # 7308793 (p/n # 309578). The syringe is in a clear sample bag making evaluation difficult. The syringe appears to have a vertical crack in the barrel at the 1.5 ml gradline. No point of impact can be observed in the picture provided. Cracked barrels are a rejectable condition per product specification. Based on the evaluation performed the defect, as noted by the end user, can be verified. DHR review for batch 7308793 (p/n 309578): manufacturing dates: 11/21/2017 to 11/26/2017. Batch quantity was (B)(4). Printing and assembly records were reviewed as part of this DHR review. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7308793 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Investigation conclusion: based on the evaluation performed the defect, as noted by the end user, can be verified. Root cause was not determined.

Manufacturer narrative:
Correction: due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields. Device returned to manufacture: yes.

Event description:
It was reported that during use, a bd luer-lok syringe with precisionglide needle ¿split¿ when attempting to administer medication. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: one open 3ml packaged syringe and one photo were received and confirmed to be from batch #7308793 (p/n # 309578). The sample was visually evaluated. The syringe was found to have linear crack in the barrel wall running from the .5ml to the 1.5 ml gradline. No point of impact can be observed in the sample. Cracked barrels are a rejectable condition per product specification. Based on the evaluation performed the defect is confirmed. Device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Investigation conclusion: root cause and CAPA not required based on severity and occurrence level defined for this complaint.

Event description:
It was reported that during use, a bd luer-lok¿ syringe with precisionglide¿ needle ¿split¿ when attempting to administer medication. There was no report of exposure, injury or medical intervention.